Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer¿s insulin pump alarmed for unexpected restart and screen was completely frozen after changing new battery in timely manner. Customer stated that the insulin pump had a constant tone and screen was frozen. Customer¿s blood glucose was unknown at time of incident. The customer reported that the insulin pump alarmed unexpected restart at the time of call and was assisted in clearing the alarm. The insulin pump will not be returned for analysis.